Event description:
Tpn infusion set made incorrectly by MFR. Delay of treatment. No permanent injury. Note: seven incorrectly made sets have been found by IV room that were not processed for pt use. Two sets were noted to have lot#89100hg01.